Manufacturer narrative:
The reported event was addressed with phone support. The customer was able to resolve the issue by power cycling the system. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the endoscope involved in this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal ventral hernia surgical procedure, the user observed that the endoscope's image was inverted when they re-installed the endoscope to the system after taking it out to clean. The user selected the orientation to be 30 up but the endoscope was in the down position. The arms 1 and 3 were swapped places. The user stated that everything was backward. The user unplugged and re-plugged the endoscope, but the issue persisted. The user performed a system restart and the issue was resolved. The intuitive surgical, inc. (Isi) technical support engineer (tse) explained to the user that it was likely due to the endoscope¿s base being rotated while the endoscope was removed. The tse advised the user to remove the endoscope, rotate it to a proper rotation, and press the instrument's clutch button twice before re-installing the endoscope if the issue was encountered again. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was confirmed that a 30-degree endoscope was used, and it did not have any obvious physical damage. After starting the system, there were no additional issues, and the case was completed robotically. It was also noted that the issue could be related to a bedside installation error that could have been resolved by clearing the guided tool change (gtc) setting and reseating the endoscope to its original 30-degree position.